Manufacturer narrative:
Device not returned.

Event description:
Reportedly, pt had a right epistaxis (nose bleed) approx 5 years post implant. The pt was hospitalized and was treated by a nasal tamponade. He was taking marcumar anticoagulation therapy at the time of event. Valve remains implanted.